Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on metal surface; the fiber exhibits scratch marks on outer flow tubing. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This issue is not considered a reportable malfunction.

Event description:
It was reported that at 181,974 joules and 17 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing. The fiber cap / tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.